Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
It was reported that the system failed to display an image. This resulted in loss of imaging functionality. There is no report of death or serious injury.